Manufacturer narrative:
Updated fields: b4, g1 (contact person: mfg site), g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion, components), h11: a getinge field service engineer (fse) was dispatched to evaluate the unit. Upon equipment inspection, the fse reported screen was distorted, could not be used normally, video cable needed to be replaced. The fse replaced cable video receiver to lcd. After replacing video cable, all functions returned to normal and could be used. All functional tests were conducted on the equipment according to factory requirements, and all test results were passed. The equipment was delivered to the customer normally.

Manufacturer narrative:
Additional information: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the system cs100 iabp (intra-aortic ballon pump) had flickered screen when powered on. There was no patient involved and no harm or injury occured.